Event description:
The procedure was a liver resection. The first time the dr activated it, it was fine, the second time it did not fire and was immediately pulled and replaced.

Manufacturer narrative:
Investigation of the above ref complaint has now been completed. The original complaint indicating that "unit quit working during surgery. Intermittent argon spark, no target beam." Was received 9/17/97. Follow up info indicated the above ref incident occurred 9/17/97. The device was received by aspen labs for evaluation on 11/20/97. The incident described indicated no injury occurred however since the nature of the malfunction was unk and reoccurrence could cause or contribute to a serious injury thus an MDR was filled with the FDA. The device was tested by the hosp biomed staff and info related to aspen labs was that the unit functioned intermittently and was removed from service for return. The unit was a demo unit being demonstrated only. No cause for the problem found by their group was identified. The info you provided also indicated to aspen labs that, although the system 6400 abc was operating intermittently, no injury occurred. Upon arrival at aspen labs the device was evaluated for rf output and it was discovered that a transistor failure had occurred in the power supply. This device resets the dc supply output voltage to near zero after each deactivation. With this device failed, the rf output would be locked out until the dc supply voltage was naturally bled to near zero. This older version unit did not have a previously released eco installed, which improved the overall reliability of this device. The upgrade was installed, the unit repaired, recalibrated and no other problems were found.